Event description:
A customer reported receiving an alarm 18 alert, indicating an issue with their insulin pump. The customer's blood glucose level was displayed as "high," but no specific value was available; hence, there was no clear statement on any adverse impact. The customer managed the high blood glucose level with a correction bolus via the pump and was instructed by technical support to resume insulin delivery. The customer understood the situation and acknowledged that the alarm was a reminder that insulin delivery had been paused for an extended time.